Manufacturer narrative:
Innovative health became aware of a bent tip on a viewflex xtra ice diagnostic ultrasound catheter reported by (B)(6) hospital center on (B)(6) 2021. Based on the information received, the catheter was removed without difficulty and was replaced with another catheter without further complications. Innovative health received the device for evaluation on (B)(6) 2021. Upon investigation, the fracture on the device was confirmed. The tip did not fall off completely and was attached to the shaft. Based on the information received, no further complications were reported on this case.

Event description:
The device was reported to have had a bent tip. The catheter was checked prior to insertion, then it was inserted into a sheath. Upon advancing, the physician noted it was bent. The catheter was removed without difficulty and was replaced with another reprocessed catheter without further complications